Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). No product information has been provided to date. No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the right plunger case was crack and there were two screws in the carriage that were loose. A review of the event history log identified check clutch/ plunger error in the history. Functional testing was performed and the plunger issues was verified during flow test. The battery issue could not be verified, the battery would charge. The position pot was not plugged into main board. Could not repeat battery charging issues. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Plugged the position pot into main board and replaced battery as a preventative measure.

Event description:
It was reported that the pump exhibited plunger issues and the battery would not charge. No patient injury was reported.